Manufacturer narrative:
(B)(4). Batch # p57c0n. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? Surgeon, very experienced. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. What is the current patient status? Stable and left from the hospital. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a dixion procedure, after fired, could not remove the device. Changed to open surgery, used knife to cut the tissue, found the staple line was not complete,missed one staple and some staples malformed with irregular shape. Used other brand product to complete the surgery. The surgery delayed about 3 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows a piece of tissue with a staple line, staple legs can be seen within. Second picture shows a piece of tissue with an opening. Based on the photos alone the event describe is confirmed.